Manufacturer narrative:
(B)(4). Eval: results: (migration, endoleak), (aortic neck dilatation). Conclusion: (aortic neck dilatation).

Event description:
An aneurx stent graft sys was implanted in a pt for endovascular treatment of an abdominal aortic aneurysm approx 60 months ago. Aneurysm and vessel morphology at the time of implant were not reported. At the time of the event, the aaa was 5.3 cm in diameter; there was aortic neck dilatation, currently 27-33 mm in diameter over 15 mm with anterior-lateral angulation. It was reported that at the initial implant, the iliac limbs were crossed. A recent CT demonstrated that there was distal stent graft migration with a proximal type I endoleak; it is unk whether the pt was symptomatic or if the migration was noted at a routine f/u. The physician implanted 2 proximal endurant 36 aortic cuffs successfully resolving the migration and the type I endoleak. No additional clinical sequelae reported, and the pt is fine.